Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72) and a velocity delivery microcatheter (velocity). During the procedure, while advancing the red72 to the target vessel, the physician fractured the red72 midshaft. Therefore, the red72 was removed. The procedure was completed using the same velocity and a non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.